Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. The foreign material in the nozzle was recognized but unspecified. Additionally, no deformation of the nozzle was observed. There was no obvious deviation in reprocessing. Therefore, the cause of remaining of the foreign material was unspecified from the obtained information. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. The event occurred at the end of reprocessing. The intended procedure was a therapeutic endoscopy. There was no delay and procedure was completed with the subject device.

Event description:
An olympus employee reported on behalf of the customer, the evis lucera colonovideoscope experienced the suction button could not be removed by clip suction. There is probably a clog in suction buttonhole. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined there was a foreign object in the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of the suction button could not be removed by clip suction was not confirmed. In addition to the finds reported in b5, due to clogging of nozzle, air supply volume did not meet the standard value. Due to clogging of nozzle, water supply volume did not meet the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. Adhesive on bending section cover was scratched. The plastic distal end cover, switch box, scope cover, lock engagement lever, lock engagement knob, right/left knob, connecting tube, up/down knob, scope connector, universal cord, grip, and flexibility adjustment ring was scratched. Protector of universal cord on scope connector side was scratched. Paint on suction cylinder was peeled. Control unit was discolored. The suction cylinder was shaved. The electrical connector was discolored. The connecting tube had a wrinkle. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.